Manufacturer narrative:
(B)(4). One single board computer (sbc), a control board, and a battery connector board (pcb) was received for investigation. Visual inspection was performed and no anomalies were found. An ht70 plus test ventilator was used for functionality tests of the returned components. The test ventilator was power cycled multiple times and it started ventilating on each time. Additionally, the device was left running for an extended period of time, and no alarms or alerts were generated. The components were found to be operating within the manufacturing specifications. The customer reported malfunction was not verified.

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, an spo2 alarm was generated. When the nurse went to check, she found that the device was in a stand-by mode and the ventilation had stopped.the patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
Covidien has requested return of the device. It is reported that there was no oxygen mixer in use on the device.(B)(4).